Manufacturer narrative:
Correction: UDI# (B)(4).

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. X-stage cover was pushed down on front caster wheels when unit is docked. Readjusted x-stage. Reloaded firmware. Performed an invalidated home. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A medtronic representative reported that the site was having difficulties moving the gantry of the imaging system in the x direction. As they brought it in it did not come back smooth. There was no patient present when this issue was identified.

Manufacturer narrative:
Review of this event and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.